Event description:
It was reported that during a knee procedure using an ambient super multivac 50 ifs wand, the electrode plate in the tip of the wand dissolved while in the surgical site. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.